Event description:
Customer reported the wig wag brake is loose. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and determined brake needed to be replaced, customer wanted repair performed at a later date. This MDR is related to ge healthcare complaint number.